Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that the implant at tooth site 19 fractured at the neck portion. Additional appointment required: yes, to remove and place a new implant. Bottom part remains implanted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp- (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; d4: unique identifier (UDI) number changed to unknown; g4: date received by manufacturer; g7: type of report, follow-up number; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h6: event problem and evaluation codes. One osseotite® implant (xfos411) was returned for investigation. Visual evaluation of the as returned product identified, that only the top portion of the device was returned fractured. Device history record (DHR) review was completed for the subject lot number#: (2011101977). It was confirmed, that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted, as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2011101977). And no other complaint was identified. Therefore, based on the available information, device malfunction did occur. And the reported event was confirmed.